Event description:
It was reported that the device was used in an emergency case. Device could not open after firing in an intended laparoscopic case. The secondary incision was made to assist in removing the device.